Event description:
The customer contacted stryker to report that their device displayed a code. Which indicated defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no patient involvement in this event.

Manufacturer narrative:
Stryker further evaluated the electronic records from the device and determined that the cause of the reported issue was due to a software issue with the device.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The device was returned to customer for use.

Event description:
The customer contacted stryker to report that their device displayed a code. Which indicated defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no patient involvement in this event.